Event description:
It was reported that during use with bd phaseal¿ protector p55 the spike was discovered to be broken when attempting to attach to vial. This affected 13 devices. The following information was provided by the initial reporter, translated from japanese to english: this report is about phaseal protector p55. During the preparation of treakisym, the spike was found broken when attempting to attach the product (p55) to the vial.

Manufacturer narrative:
H6: investigation summary fourteen samples were provided to our quality team for investigation. Through visual inspection, the tip of the protector spikes are observed to be bent, verifying the reported incident. A device history review was performed for the reported lot 2204113, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Five retained samples of the same lot were used for additional evaluation. No damage to the protector spikes was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage likely occurred during the assembly process when the piece moved between machines.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd phaseal¿ protector p55 the spike was discovered to be broken when attempting to attach to vial. This affected 13 devices. The following information was provided by the initial reporter, translated from japanese to english: this report is about phaseal protector p55. During the preparation of treakisym, the spike was found broken when attempting to attach the product (p55) to the vial.